Manufacturer narrative:
Concomitant medical products: dtma1d1 crtd, implanted: (B)(6) 2020. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that left ventricular (lv) lead capture could not be confirmed on effective cardiac resynchronization therapy (crt) episodes. It was noted that the feature that monitors the pacing amplitude threshold and adjusts lv outputs was programmed off. The lead remains in use. No patient complications have been reported as a result of this event.